Event description:
Notes: this report pertains to the second of two devices used during the same procedure. Refer to associated MFR report #3005099803-2008-00265 for event details. The date of event is unk; however, the perforation occurred sometime in 2008.

Manufacturer narrative:
The complainant stated that the lot number is unk; therefore, the MFR date is unk. The device remains implanted; therefore, a device eval cannot be performed. The relationship between the device and the reported event is undetermined. The 2008 15-month wallflex enteral stent prod family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.